Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site therefore returned product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: na (not applicable) as lens was partially delivered into the eye and not fully implanted. If explanted, give date: na (not applicable) as lens was partially delivered into the eye and not fully implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was being inserted into the eye, the lens unfolded incorrectly. The lens was not used and was only partially inserted and then removed. The replacement lens is the same model and diopter. No patient injury reported. No additional information was provided.